Manufacturer narrative:
Report source: regional supply chain-logistics supervisor. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported that the sets leaked unspecified fluids at an unknown location .the customer confirmed that there was no patient harm. Although multiple attempts made there was no additional event details provided at this time.

Manufacturer narrative:
Additional information added to: a2,a3,a4,b3,d11. Continued from g3-logistics supervisor. Additional patient information: diagnosis: gastric adenocarcinoma. Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
It was reported that a primary infusion d5 at tko rate of 25ml/hr. Was infusing approximately 15 mins later the rn noticed a leak. Upon closer observation when the user open the device door a small slit in silicone segment was noted, there rn confirmed that there was no break or separation. The customer confirmed that there was no impact to the patient.